Event description:
It was reported that a malfunction code "malf 12" was displayed on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer did not report resetting the pump for this malfunction previously, so technical support provided instructions on how to reset it and assisted the caller during the process. After resetting, the malfunction did not recur, and the customer was informed they could continue using the pump and to contact support again if the issue reappeared.